Event description:
Material # 405211. Batch # 4045038. It was reported by customer that needle breaking off inside of hub. Verbatim: rcc received a complaint via email. Email(s) attached. Rep xxxxxx emailed to report product b-d405211z breaking off inside of hub. Customer is requesting credit for 1 bx of item.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
No samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is important to follow the instructions for use: with any spinal procedure to help avoid needle breakage: do not attempt to straighten a bent needle. Care should be taken to avoid needle damage. Repeated positioning may increase the risk of needle breakage. Observe needle carefully during procedures. Remove spinal needle and introducer needle together. Replace with a new needle. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
No additional information.